Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported via social media that the patients nerves in the legs were ruined by the spinal cord stimulator (scs) device. No further information could be obtained.